Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to login. A technical support specialist ran master upgrade structured query language (sql). Verified that the cubex application was back up and running. Contacted the customer and confirmed that the cabinet was restored and back in service. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the user was unable to log on. The cubex app was shifted to the side and displayed a distorted icon. Additionally, the fingerprint device did not light up. However, there were no delays or adverse events or injuries reported based on this event.